Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out of range pacing impedances of greater than 2500 ohms as well as loss of capture (loc). As a result the lead was surgically abandoned and successfully replaced.